Manufacturer narrative:
(B)(4). Evaluation: results: dissection.

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the left main artery extending into the proximal circumflex. The patient did have a mild dissection at the proximal left anterior descending artery, but this was self contained and without further consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 11 months post implant of the relevant stent, the patient presented with symptoms nstemi was confirmed. It was also reported that patient developed atrial flutter with rapid ventricular response and underwent a radiofrequency ablation. Patient underwent ivus reveling patent stents in the left main and left cx modest plaque which may be obstructive was confirmed in the very distal om1-branch and this could be a possible explanation of the acute coronary syndrome. The patient was treated medically.